Event description:
It was reported that a (B) (4) handheld computer would not turn on. Troubleshooting did not resolve the issue. The handheld has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.